Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low blood sugar with blood glucose of 600 mg/dl and current blood glucose was 167 mg/dl, blood glucose value when admitted to hospital was 26 mg/dl. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea and vomiting. The customer was sleeping woke up with low sugars. The customer was treated with manual injection. The customer was unsure of wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.